Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred and double stop was performed. The procedure continued. During right superior pulmonary vein (rspv) ablation, it was confirmed that phrenic nerve motion was weakened and a double stop was performed. After stopping, there was a phrenic nerve pacing failure. The phrenic nerve palsy (pnp) recovery is unknown at this time. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed an unrelated system notice 50012 ¿the refrigerant delivery path is obstructed¿ was observed. The balloon catheter was not returned for investigation. No malfunction was reported. A known clinical issue was encountered during the procedure (phrenic nerve injury). If information is provided in the future, a supplemental report will be issued.